Manufacturer narrative:
Further information from the healthcare facility indicated that while approaching the MRI scanner beyond the permitted safety zone, the ventilator fell, causing one of the batteries and the expiratory cassette to dislodge. Our field service engineer conducted a thorough investigation of the ventilator. No visible damage was found on the batteries or their locking mechanisms. The ventilator passed all safety and functional tests and was cleared for clinical use. The ventilator is designed to operate within magnetic fields of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Specific conditions must be met before using the ventilator in an mr environment, as outlined in the "mr environment agreement" and the declaration of use. These conditions include: ensuring the battery locking mechanism is secured. Positioning the ventilator outside the 200 gauss (20mt) safety line, which must be clearly marked around the mr scanner. Locking the ventilator wheels. According to the information provided, the ventilator was moved inside the marked gauss safety line, and the wheels were not locked. Our conclusion is that the incident occurred due to user non-compliance with the established requirements for using the ventilator in an mr environment.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator became magnetically attracted to an MRI scanner. There was no patient involvement. Manufacturer's ref #: (B)(4).